Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 27-mar-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who had a trial and was implanted wit h a neurostimulator. It was reported that the patient had 10-15% relief since implant. This was the same percent relief received in the trial and the patient was relieved to have some relief. Conflicting information was received from the consumer when they stated that the trial gave 80% relief when the dss was in the room. The manufacturer representative and dss discussed the inconsistent information regarding trial therapeutic benefit. The health care provider (hcp) ordered x-rays to confirm that lead placement had not changed. Patient's use in the last 30 days was 29%. New programs a and b were created. The patient reported great left side coverage and minimal tingling in right site. All the patient's pain is in their left side. The event was reported to not be resolved but no surgical intervention was planned or performed. Additional information was received from the manufacturer representative on 2019-aug_08 reporting that they called to follow-up with the patient. The patient reported great coverage on left and comfortable coverage on the right side but still only 10-15% relief overall. The manufacturer representative offered to meet the patient for another adjustment but the patient declined. The patient informed the manufacturer representative that they would notify them when their next appointment was scheduled so that the manufacturer representative can make additional adjustments then to maximize therapy. Additional information received from a manufacturer representative (rep). It was reported that the hcp told a rep that the patient met with the hcp a month prior to the report and he ordered an x-ray to check for a lead migration. The patient's upper lead at c2 had migrated down to c3. The rep called the patient and they experienced "a little more" relief from reprogramming back in (B)(6). The patient said his ins site hurt. The patient said he bent over 3 weeks prior to the report and when he stood back up he felt severe pain at the ins site that persisted since then. The patient felt like the ins moved. The rep was meeting with the patient on (B)(6) 2019 to reprogram the device. The rep encouraged the patient to schedule a meeting with the hcp regarding the ins pocket. No further complications were reported.